Manufacturer narrative:
Eval results: no device returned for eval, related to another MFR's iliac stent graft; conclusion: related to another MFR's iliac stent graft, no device returned for eval. Secondary intervention, required.

Event description:
An aneurx stent graft system was implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm size at the time of implant unk. It was reported that approx 51 months post stent graft implant, the pt required a secondary intervention. CT demonstrated that another MFR's stent graft that was also placed at the same time as the initial aneurx stent graft was floating is abscess. The physician removed the other MFR's iliac limb from the external iliac artery and cut and removed 1/4 of the leg of the aneurx bifurcated stent graft. The physician believes that the staphylococcus aureus was contained to the other MFR's iliac limb. The physician stated that the aneurx device did not have an infection. The physician performed a femoral to femoral by pass. No add'l clinical sequelae were reported.